Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible right ventricular (rv) lead failure. This lead was capped. No additional adverse patient effects were reported.